Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having respiratory issues,difficulty breathing/short of breath for about 3 months now. The patient recently had 3 stent placed widow maker and is taking blood thinner. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having respiratory issues,difficulty breathing/short of breath for about 3 months now. The patient recently had 3 stent placed widow maker and is taking blood thinner. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed dust/dirt contamination on the top and bottom enclosures, sd cover flip door, accessory module flip door, blower box, blower, ui panel, rear panel, p4 power connector. Unknown contaminate on the inside of the top enclosure, inside ui panel, inside rear panel, inside bottom enclosure. Unknown blue contaminate on ui panel and bottom enclosure. Hairlike substance inside bottom enclosure. A contaminate consistent with keratin was observed on the blower box. (B)(4) v01 addresses the issue of keratin. The manufacturer concludes there was evidence of contamination dust/dirt contamination and there was no evidence of sound abatement foam degradation. Section d8, d9and h6 has been updated in this report.